Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer's son reported via phone call of low blood glucose readings from his mother's insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer's son stated that the pump is delivering more insulin than needed. The customer was treated with food and glucose tablets. The customer will be sent a replacement pump.